Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ndle 18ga 1-1/2in blt fill nc tw shld had epoxy. The following information was provided by the initial reporter translated from german to english: adhesive is present on the needle cone of one of the needles shown in the picture. We have a complaint about article 303129 safety draw cannula bd 18g 40mm red. For the time being, it concerns 1 needle from lot no. 241004. Adhesive is present on the needle cone of one of the needles shown in the picture. May we continue to use the rest of the lot? Are you aware of this problem? Please respond as soon as possible. Before use

Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 241004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was received for evaluation by our quality team. Through examination of the picture, epoxy was observed on the needle surface. Epoxy is the adhesive used to join the cannula (metal) and needle hub (plastic) together. This issue occurred in the assembly process when the epoxy was added due to some temporary issue in the epoxy dosage machine. As a consequence of this issue, a higher quantity of epoxy was added and fell onto the next cannula, resulting in the observed defect. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.